Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by grandmother that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia, headache, fatigue and the presence of ketones. The patient was treated with zofran and an insulin drip, and was released on the third day after spending 2 nights in the hospital. Patient was also sent home with insulin pens.